Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident and pump had critical pump error alarm with open book image. Insulin pump was exposed to moisture. Customer treated high blood glucose with manual injection. The customer was assisted with troubleshooting and was advised to visit the emergency room. The customer will discontinue to use the device. The device will be returned for analysis.

Manufacturer narrative:
Pump powered up successfully, however, pump alarmed pump error 3 during priming. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Pump did not pass the sleep current measurement test and active current measurement test due to moisture damage. Pump alarmed pump error 75 during self test due to moisture damage. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor. Unable to download history files using thus. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), corroded battery tube, cracked keypad overlay, damaged display window and minor scratches on lcd window. Critical pump error (open book image) alarm was not confirmed, however pump was exposed to moisture at pcba 1, pcba 2 and force sensor. Pump alarmed pump error 75 and 3 during testing due to moisture damage found on the pump. Unable to download confirmed. Cosmetic damage located at the lcd window was confirmed by visual inspection where a damaged display window cover was noted. Unable to confirm high bg. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.